Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that a nanocross balloon catheter was used to treat a cto lesion in the distal sfa. The device was prepped per IFU and placed over to 0.014 wire. The balloon was advanced to the lesion site, inflated to 14 atm and burst right away. A new balloon catheter was used to proceed. No there were no pieces left inside of the patient. The catheter was removed safely. No patient injury reported.